Manufacturer narrative:
One imp,tsv,4.7,13,mtx,mg (tsvtwb13) was returned for investigation with a mating transfer mount. Visual inspection of the as returned product identified significant wear and debris (dried blood and bone residue) around the implant threads and drive feature. The inner threads and drive feature appear to be damaged. The hex feature of the mount is fractured off at the base. Pre-existing patient factors, implant age, tooth location are not relevant to the reported events as the incident took place during initial placement. The reported product was located on tooth # 30 and the event occurred the same day as placement. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63340229. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63340229) for similar events and no other complaint was identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported events (mount fracture & damaged threads) or product (tsvtwb13). Therefore, based on the available information, device malfunction had occurred and the reported events were confirmed. A definitive cause could not be identified. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number d4: expiration date g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: device evaluated by manufacturer h6: entered evaluation codes h10: added manufacturer narrative the following sections have been corrected: h4: manufacturer date

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided. Additional PMA/ 510(k): k101880.

Event description:
It was reported that the implant transfer mount fractured within the implant (tsvtwb13). The event occurred while surgeon torqued the implant down to 30ncm and then stopped torqueing down at 45ncm reversing the torque to relieve pressure. The fractured transfer mount was removed causing the implant internal threads stripped. Procedure was completed placing another implant. Tooth location 30.